Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. .device not returned

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (highest of approximately 300 mg/dl). The customer delivered a bolus via the insulin pump to address bg level. It was confirmed that the customer was in contact with clinical diabetes specialist (cds) to fine tune the customer's therapy to reduce the recurrences of elevated bg levels.